Event description:
Home pt (hp) reported feeling full, as if overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp performed a manual exchange of 2000ml around three hours prior to the start of therapy using the homechoice. According to the hp, hp drains out approx 2300mls from day exchange during the initial drain phase of therapy using the homechoice. However, on 12/31/99, the hp did not drain day exchange during the initial drain and the cycler advanced into the first fill. According to the hp, after receiving a partial fill of 1595 ml, the hp felt full and called baxter's operational support for assistance. The hp placed the homechoice cycler into a manual drain and removed approximately 4300ml of fluid. Hp reported after the manual drain, hp continued therapy to completion with no further difficulty. According to the hp, there was no pt injury or medical intervention.